Event description:
Facility reported ten minutes into the treatment (4th use dialyzer) the pt complained of cramping, nausea, difficulty breathing, swelling and edema. Benadryl 50mg, nitro 0.4mg, epinephrine 1mg given. Md notified. Solu-medrol 125mg given. Treatment was discontinued. Pt was sent to the ER. Pt stabilized in the ER. The sample is not available for examination. Medwatch filed on medical intervention and hospitalization (ER visit).